Event description:
Pt reported that they experienced 3 hypoglycemic episodes in 2004 while using this back-up device, one of which they characterized as a "hypoglycemic coma". They stated that their blood glucose readings ranged from "low" to 60 mg/dl. Pt did not seek medical treatment; they self-treated with glucose tablets (pt is a physician).